Event description:
The subcutaneous needle broke at the shaft after treatment of the patient. It was reported the needle was in use for 12 hours. The needle was reported to have migrated after it broke and surgery was needed to remove it and the surgery required anesthesia. The drug in use when the incident occurred was vendal (morphine derivate). The needle was located in the left thigh. The patient was being treated for severe post laminectomy syndrome.